Event description:
IV appeared to be leaking. Rn removed outer tape and dressing and found catheter dislodged from arm and seperated approximately 1/2 inch from the catheter hub. Search for the approximately 8 inch fragment of the cathetr inclused x-rays of arm and chest, CT scan, followed by cutdown of veins in arm. Seperated portion of the catheter was not located. Hub and approximately 1/2 inch portion of catheter being returned to manufacturer. Catheter may have migrated out of vein and been cut during removal of dressingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.